Manufacturer narrative:
Circuit breaker in the off position.

Event description:
The customer reported the device would only run on battery. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse found the main circuit breaker in the off position. The fse reset the circuit breaker and the device proceeded to operate on ac power. Review of the device diagnostic code log indicated a +-24/12 volt power failure occurrence during operation. The customer reported the device was in use but there was no patient harm. The device passed all manufacturers required testing.